Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problems (code 204) have been investigated. Upon receipt the electrode belt failed the incoming functional tests. Upon investigation the green (+3.3v) was open in the trunk cable insulation. The cause for the test failure was the open wire in the trunk cable insulation. The root cause for the open wire cannot be positively determined but is likely excessive force placed on the trunk cable. No adverse event resulted from the open wire. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204 (belt/monitor unusable). The patient was issued a replacement electrode belt.